Manufacturer narrative:
(B)(4).the front pcb board was replaced.

Event description:
Covidien received a report of a display failure. On 12/19/2014 an intermittent display segment failure was identified at the service center.no patient involvement reported.